Manufacturer narrative:
The complaint investigation was performed via visual examination of the returned product and of the device history records and determined that there were no product discrepancies for the specific lot. The visual inspection determined that the amount of torque placed on the screw contributed to the breakage. The complaint stated that the patient's bone was hard. No further action is required.

Event description:
A female pt was undergoing a posterior cervical fusion and during the implantation of the lateral mass screw, the screw broke. It was stated that the patient's bone was hard. The surgeon had to drill and tap prior to initiating placement. The screw broke within the bone and the fragment could not be removed.